Event description:
It was reported that the customer experienced issues with the wake button being less responsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.